Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day was occluded. The following information was provided by the initial reporter: when the customer fill the set, the fluid liquid does not passes through the split-point (where the set splits in two). In a packed of 25 pieces this happened with 6 pcs.

Manufacturer narrative:
H.6. Investigation: a 20019e7d product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20095128. No further information was available to assist the investigation in this instance. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 20095128 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day was occluded. The following information was provided by the initial reporter: when the customer fill the set, the fluid liquid does not passes through the split-point (where the set splits in two). In a packed of 25 pieces this happened with 6 pcs.